Event description:
It was reported that during implant, the lead exhibited loss of sensing, loss of capture, and low lead impedance. It was noted that a suture was made directly on the lead, not on the suture sleeve. The lead was explanted and replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval: the reported field event of low lead impedance was confirmed in the laboratory. The outer coil was damaged at approx 22.10cm. The inner insulation was damaged at approx 13.50cm and 22.10cm, causing an intermittent short. The damage found was consistent with those sustained during the surgical procedure.